Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va09hd8, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
About a month prior to the date of this report, it was reported that the patient couldn¿t remember how to use the patient programmer because she was on lots of medication after surgery. The patient was on program 3 at 3.0v and the implantable neurostimulator was on. It was reported that the trial improved the patient¿s symptoms a lot, but since implant she didn¿t think her symptoms had improved much. The patient was not sure if they had improved 50%, and reported a loss of therapeutic effect. It was noted that the patient would be going to see their healthcare provider (hcp) for follow up in a week and a half. As of the date of this report, it was indicated that at the patient¿s last visit to the hcp, the device was functional and was providing therapeutic benefit. It was noted the patient had a urinary tract infection/pyelonephritis. A follow up report will be sent if additional information is received.